Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of an implantable cardioverter defibrillator (ICD), the physician was unable to get the torque wrench to engage the setscrew. The doctor had initially connected the lead but then disconnected in order to reposition the lead. Upon trying to tighten setscrew after reconnecting the lead, the doctor could not get the torque wrench into the setscrew. The physician opted to implant a different device. No patient complications have been reported as a result of this event.